Manufacturer narrative:
Batch review performed on 02 october 2020: lot 1810299: (B)(4) items manufactured and released on 29-apr-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 02 october 2020: liner: versafitcup dm 01.26.2860mhc double mobility hc liner 28/dml (k092265) lot 160256: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 2021-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: amistem p 01.18.405 amistem-p std stem size 5 (k173794) lot 1910416: (B)(4) items manufactured and released on 16-apr-2020. Expiration date: 2025-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 1909749: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and removed all components. The surgery was completed successfully.